Event description:
It was reported that during routine evaluation it was discovered that the right ventricular (rv) lead had an alert for lead polarity switch. The lead had high unstable threshold in bipolar and stable measurements in unipolar. There was also high impedance and possible fracture. The lead was left in unipolar with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).